Manufacturer narrative:
The affected device has been repaired.

Event description:
At customer location not part of an intervention, it was observed rust on the needle guides 02-0027 (B)(6). No patient was involved.

Event description:
At customer location not part of an intervention, it was observed rust on the needle guides 02-0027, (B)(6). No patient was involved.